Event description:
The surgeon was drilling the pin into tibial cup. The cut was done and pin was pulled out, but approx 10mm of the tip remained in the bone. The piece was removed from the pt's bone, causing a 45-minutes surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.